Event description:
After an implantation period of approx. 31 months, it was reported that the device showed the eos status after contraindicated MRI exam.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data from (B)(6) 2020 were inspected. The data showed a detection of strong magnetic fields on (B)(6) 2020 at 07:27am and 07:28am. Furthermore, the analysis of the available iegm from the vf episode 12 on (B)(6) 2020 at 07:34 am showed noise in all depicted channels. The frequency and morphology of the sensed signals can be most probably attributed to the detected strong external electromagnetic fields as used by magnetic resonance imaging. As reported in the complaint description, the patient underwent an MRI scan without activation of the MRI mode, which was confirmed during analysis. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis revealed that the device was reset on (B)(6) 2020, showing no anomalies after the reset procedure. However, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data showed that the clinical observation most likely resulted from the reported MRI scan without a prior activation of the MRI mode.